Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015-product analysis:the device was returned and evaluated by product analysis on 11/04/2015 with the following findings:moisture was observed behind the display lens. Leak testing revealed a pump case crack and leak. Moisture was observed on the pump¿s internal components. (B)(6)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. Furthermore, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.